Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons stopped working. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
All of the buttons functioned properly; however, the insulin pump was received with corroded keypad traces. No button error alarm noted. The insulin pump has cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.